Event description:
It was reported that one day after the implant procedure, the right ventricular lead threshold rose and then one week later, it was high. It was also noted that on the day of the lead revision, the tip/coil pacing configuration did not capture, however the lead did capture in the true bipolar pacing configuration. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and the helix was bent. Visual analysis noted apparent explant damage.

Event description:
It was later reported that the lead threshold issues persisted so the lead was explanted and replaced.